Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified (the explanted articular surface shows no visible signs of wear or nicks. There is some blood present on the surface. No further evaluation can be made at this time.). Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (medical records assessed, no timeline created for preop checklist is to verify they are ready for the operating room. No operative report provided. Image assessed, not sending to mmi for image is undated and unable to correlate with event). Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a knee revision approximately four (4) years and eleven (11) months post-implantation due to instability. During the revision, only the poly was revised. No additional patient consequences were reported for this event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item #: unk femoral component, lot #: unknown. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.